Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart xl "can't pass the test". There ws no patient involvement.